Event description:
During visual inspection, the subject device looked good. The system was connected to two saline pressure bags and well hydrated. A 2f stabilizer catheter was opened and hydrated; no friction when it was inserted inside the system. The system was mounted over a synchro - 14 neuro guidewire already placed distal in the middle cerebral artery. No friction during insertion. Some resistance was felt at the syphon area, close to the neck of the aneurysm. The 2f stabilizer clatheter was approached to the stent with some resistance. When attempts were made to advance the stent to the distal marker, resistance was felt and the stent did not advance as expected. According to the physician, there were two distinct problems: 1) the advancement of the guidewire into a different branch that was smaller than the first, and 2) the difficulty in the advancement of the stent in the microcatheter using the stabilizer. The guidewire in place perforated a distal artery; patient bled. The stent was unable to be released, and the patient was left untreated. Reverse with protamine, as the patient was put under heparin, plavix, and asa. Patient went for a CT scan. The patient wa brought back to the operating room that same night for craniotomy. The patient had a severe intra-cerebral hemorrhage. The status of the patient is severe.